Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in an unknown location. The cause of death was natural causes, cardiac arrest, and complications of dialysis and diabetes. The notifier did not state whether the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. It is unknown if the next of kin will return the insulin pump for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The additional information has been received which was not included in previous report. The information has been provided in b5 section of this report. The d10 concomitant products has been updated.

Event description:
The customer's blood glucose was over 600 at the time of passing. The high was caused by kidney failure but the customer was still using the pump to treat their blood glucose. The cause of death was heart failure and the secondary cause was diabetes. The customer was on dialysis and their shunts failed so she could not get dialysis. The customer passed away at home. The caller stated the customer had kidney failure that may have led to the customer's passing. The customer was using sensors. The next of kin declined to return the insulin pump for analysis.